Event description:
It was reported that the device failed the downstream occlusion test. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 07-feb-2025. Section a, b6, b7: updated to reflect patient information. H3: one device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Review of the event history log (ehl) showed high alarm displayed: cassette not attached properly. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a downstream occlusion sensor. As a result, the downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.